Event description:
It was reported that during a cholecystectomy procedure, the jaw would not open. The jaw was opened by hand, but it become non-functional after that. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent 12/09/2008. Information anticipated, but unavailable at this time.